Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8840, serial# unknown, product type: programmer, physician.

Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving morphine 20 mg/ml at 3.589 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and radiculopathy. It was reported that a programmer error occurred; the wrong drug concentration was entered. The pump had been programmed to morphine 30 mg/ml, but it was actually 20 mg/ml in the pump. The drug concentration was updated at the patient&#62688;last refill in (B)(6). The patient experienced pain. The change in therapy/symptoms was considered sudden. The incorrect programmer event date was reported as (B)(6) 2016. The event date for the patient's pain was reported as (B)(6) 2016. The discrepancy of drug concentration was noticed on (B)(6) when the company representative was comparing the reports from the patient's prior refill on (B)(6)'s drug refill. The doctor's office has not seen the patient since (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.